Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a broken catheter adapter. The following information was provided by the initial reporter: "as soon as the patient was punctured it was observed a drip through the connection, in which it was possible to observe a crack in the connection hub, so the device has had to be removed and a new puncture was required."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed fracture lines across the entire length of the adapter. The adapter was almost split in half on one side. Based on location, shape of the cracks, and extent of force required to cause such damage, it most likely originated during manufacturing process due to a misalignment. Misalignment of the rotate grippers with respect to the pick and place gripper fingers can cause cracked adapter. Preventative maintenance (pm) is also performed periodically. Pm verification was performed, and it was found that all pm¿s were up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a broken catheter adapter. The following information was provided by the initial reporter: "as soon as the patient was punctured it was observed a drip through the connection, in which it was possible to observe a crack in the connection hub, so the device has had to be removed and a new puncture was required.".